Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient had unstable angina. The index procedure was performed in (B) (6) 2008. Baseline morphology indicated the 80% stenosed target lesion was located in the proximal circumflex (cx) artery with a length of 14mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.0x 16mm study stent with 0% residual stenosis. A 10 mm long non-target lesion in the distal right coronary artery (rca) was treated with a 3.0x16mm taxus liberte stent during the index procedure. The patient was discharged on protocol doses of asa and clopidogrel. At 120 days post index procedure, the patient was admitted due to unstable angina. The patient was subsequently treated with percutaneous coronary intervention (pci) and placement of a taxus stent to the distal rca. The restenosis was due to "ischemic symptoms". Pre-treatment stenosis was 75%, post treatment stenosis was 0%. Cath. Lab report states "coronary angiography in (B) (6) 2008, detected a standem stenosis proximal to the region lat stented in the central portion of the drca. The preexisting stent appeared to be open. The rca was treated and then direct taxus stent implantation was performed".

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.